Event description:
Adverse event(s): "pt impact unk" (no known impact or consequence to pt). Product problem(s): "infusion pressure low" (improper flow or infusion). A nurse reported the irrigation pressure was low. Pt impact is unknown. Multiple attempts have been made to retrieve additional info, but none has been received to date.

Manufacturer narrative:
A company service representative examined the system. The representative observed the isp pressure in specifications but near the high end of specifications. The representative also observed the solenoid washer adhesive causing solenoid to stick. The ips sensor and solenoid washers were replaced. The system was then tested and met all product specifications. (B)(4).